Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
While under sedation for a therapeutic hysterectomy the compressor did not insufflate the patient with the correct amount of gas in low and medium flow modes as the device was not set to the correct values. In the workshop the set factory values for gas pressure modes were tested and no errors were found. This caused a surgical prolongation greater than 30 minutes. The procedure was completed using the same device with no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5,d8, h2, h6, h11 the device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.